Event description:
In 2004, pt had tested and obtained a 280 mg/dl. Pt did not experience any symptoms at the time of testing. Pt took their oral medication after attempting to use the meter. The following day, pt went to the dr's office and the nurse tested pt on the hcp's meter and obtained a 150 mg/dl. Nurse did not treat pt and advised them to take their oral medication. Test strips were in good condition and not expired. Control solution pt was using was not expired. Control solution test failed twice with the test strips. This case is being reported as a strip malfunction, since control test failed twice. Customer service is sending pt replacement supplies.